Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: this complaint is being opened in association with the alleged event filed by the patient's attorney in complaint number (B)(4). There have been no allegations of deficiency or serious injury against this device. This device is listed in the patient's op report.